Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 7 patients admitted to unit 3west were not showing up in pyxis. When the patients were facility-searched, they populated as admitted to 3west with orders; however, they had to be searched each time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not shown up in pyxis. A technical support specialist (tss) identified structured query language errors that resulted in dump errors, and dbcc detected consistency issues which were repaired using the repair with data loss option, followed by a full synchronized. The customer confirmed that patient data was successfully visible on the device after resolution. The system functioned as intended after the technical support specialist troubleshot the device.